Event description:
The healthcare worker's (hcw) respiratory reaction was described as "breathless on and off and wheezy" since (B)(6) of 2010. The hcw was diagnosed with occupational asthma secondary to cidex opa exposure and was prescribed ventolin puff. Spirometry and lung function testing were performed. The hcw has no known allergies; however, no testing was performed. The hcw's current status is well (recovered). A serial peak flow monitoring test was performed and showed a "pattern of worsening peak flow and increasing peak flow variability upon work exposure to cidex opa. The pattern of improving peak flow and decreasing peak flow variability on her non-working days." The occupational health and respiratory clinic physicians recommended that the hcw avoid any exposure to cidex opa and be transferred to a work environment that is free of cidex opa. The hcw's frequency of exposure to cidex opa was intermittently throughout the day for about 2 years. The health care worker wore proper ppe of a surgical mask, n95 mask and face shield when pouring cidex opa for use in the aer. The surgical mask is only worn when cleaning scopes. The hcw performed cleaning of nasoendoscopes and experienced symptoms during the cleaning. The facility reports they use cidex opa solution in a tray/basin and the aer. The scopes were rinsed with tap water for one minute, multienzyme was applied with gauze for a few seconds and then rinsed with tap water. The scopes are then immersed in cidex opa for five minutes. When using the tray/basin containing cidex opa solution, it is covered between uses. The aer is routinely inspected every six months. No abnormality or malfunction of the aer was reported.

Manufacturer narrative:
Ni.

Event description:
A physician reported an event of occupational asthma associated with cidex opa solution. At this time no further information is available. Should additional information be received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa for the problem of hru-respiratory reaction is not considered a significant trend. Batch record review of cidex opa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhes (health hazard evaluations) were reviewed and the hazard/risks are none/negligible. There was no product returned for investigation. The information received in the complaint file suggests that the hcw's symptoms may have resulted from exposure to cidex opa while working with the product in a room that is not well ventilated. As indicated in the cidex opa instructions for use (IFU), exposure to cidex opa may elicit an allergic reaction. Avoid exposure to ortho-phthalaldehyde (opa) vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. May aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. Use the cidex opa solution in a well-ventilated area (a minimum of 10 air exchanges per hour) and in closed containers with tight-fitting lids. When disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air.

Manufacturer narrative:
Correction: female healthcare worker; (B)(6). The utility room with the aer uses 20 liters of cidex opa. The rest of the rooms (consultation rooms) use five liters of cidex opa per room. All the rooms are supplied with centralized air conditioning with 15% fresh air supplying to the air handling units. The room is not well ventilated and the air exchanges were measured and range between 5.7 to 9.7 ach per hour. There are no other chemicals used in the room.